Manufacturer narrative:
The reported leaking was not able to be duplicated by a manufacturer repair technician through visual inspection. Upon disassembly, no components were identified which would have likely caused or contributed to the reported failure. The substance found on the outside of the device can be caused by improper or non-recommended cleaning procedures. The device was serviced for preventive maintenance and returned to the user facility.

Event description:
It was reported that during a surgical procedure at the user facility, the device was leaking water. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility, the device was leaking water. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.